Event description:
The hospital reported that during a multiple coronary artery bypass procedure, one heartstring seal cracked and one did not deploy out of the delivery tube into the aorta. Replacement heartstring seals were used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.